Event description:
During baxter's functionality testing of a spectrum pump, it had no audio output. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was reproduced. The evaluation found cracks on the back flex, causing a no audio condition. The rear case was replaced.